Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient experienced fluid loss with a previous ams inflatable penile prosthesis with inhibizone (ipp). A new ams inflatable penile prosthesis with inhibizone (ipp) was implanted. In the middle of the surgery, they need to repositioned on the table, the surgeon did not want to use the device as it will exposed on the patients skin. The device was not considered usable, so a different device was used to achieve the desired results. The patient is doing well after this surgery.